Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that the customer was trying to program a bolus and the numbers started scrolling and then, the insulin pump alarmed button error which alarm could not be cleared. It was stated that the device was exposed to moisture. Blood glucose value was 293 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.